Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver dilaudid (concentration and dose unknown), indicated for non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2018, it was reported that a medical issue occurred, and the patient¿s current status was hospitalized. The event occurred in (B)(6) 2018. The pump was implanted on (B)(6) 2018, and it was noted that the hcp saw the patient four days post-operatively, and ¿she was fine¿ at that time. However, sometime after that, the patient was non-responsive. The patient was taken via helicopter for a procedure on the brain. It was stated that the patient was sleeping right now. Per the caller, the patient had ¿some bleeding on the brain or something¿ so the neurosurgeon did a procedure on her brain to relieve the pressure. It was reported that they opened up the back and cut the catheter and clamped it off. The rep was there to put the pump in stop mode. Technical services reviewed pertinent information per the caller¿s inquiries. No further complications were reported.